Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It is still implanted.

Event description:
It was reported that the patient's left tmj devices would be removed due to infection. The surgeon plans to re-implant new devices after curing the infection.

Event description:
It was reported that the patient's left tmj devices would be removed due to infection. The surgeon plans to re-implant new devices after curing the infection.

Manufacturer narrative:
The reported event (infection) could not be confirmed as no lab results or organism was provided. But the removal of the devices could be confirmed since the surgeon provided a CT scan that showed those devices were removed and submitted a new order for revision devices. Overall, the root cause for the infection remains uncertain as no lab results were obtained. The information received does not suggest a device failure, malfunction, or other performance issues. If further information becomes available, this report will be revised. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. H3 other text : not available.